Event description:
The health care provider reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. Per the hcp the motor stall was caused by the patient having an MRI approximately 3 hours ago. The pump was used to deliver gablofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709sc, serial # (B)(4) , implanted on: (B)(6) 2008, explanted on: unknown. (B)(4).